Event description:
Patient was in the ep lab for a procedure when heartmate ii system controller alarmed "replace system controller, low flow and low speed operation." System controller was replaced with patient's back-up controller without incident and patient was given another back-up controller.